Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: the physical device was not returned for evaluation. Two photos were provided for review. The photo shows leak from the port housing. Therefore, the investigation is confirmed for the reported leak issue. However the investigation is inconclusive for the reported material hole issue as no objective evidence of hole was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiry date: 01/2025), g3, h6 (method). H11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and five days post port placement, a puncture of the back wall was allegedly noted and the port was allegedly leaking from the puncture. It was further reported that patient allegedly experienced infiltration and the medication allegedly leaked into the surrounding tissue. Reportedly, the port system was removed and replaced. The current status of the patient is unknown.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The device has not been returned to the manufacturer for evaluation. However, a photo was provided for review. The investigation of the reported event is currently underway. D4 (expiry date: 01/2025) section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that six months and five days post port placement, a puncture of the back wall was allegedly noted and the port was allegedly leaking from the puncture. It was further reported that patient allegedly experienced infiltration and the medication allegedly leaked into the surrounding tissue. Reportedly, the port system was removed and replaced. The current status of the patient is unknown.